Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. Failure analysis investigation also found that the instrument's distal pulley exhibits mechanical damage. There are indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the damage to the instrument distal pulley is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument would not move in the direction that the surgeon wanted. There was no report that any piece(s) from the instrument fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.